Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3,.4 , h.6 and h.11. One opened cannula, in a bag was received for the report of leak, backflow from cannula. Sample was visually inspected and found to be nonconforming. Foreign material in the ID of the hub was observed. Functional mass flow testing was perform and found to be nonconforming. The sample was then sent for particle analysis. The particle analysis found the foreign material to most closely match viscoat. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The particle analysis found the foreign material to most closely match viscoat. Viscoat is not a material that is used in the cannula manufacturing process. How and when the viscoat got in the inner diameter of the cannula cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. Most likely root cause is viscoat got into the cannula during surgery and dried. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery, an ophthalmic cannula was docked and could not use as viscoelastic leaked and flowed back.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).